Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that biometric scanner failed due to component. Field service engineer verified biometric scanner and then reseated usb cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner not working. The customer stated that when user was try to logging the biometric scanner not functioning properly during start of the procedure. There were no adverse events or injuries reported based on this event.